Event description:
Journal reference: wider c, polio c, bloch j, burkhard pr, vingerhoets fjg. Long-term outcome of 50 consecutive parkinson's disease patients treated with subthalamic deep brain stimulation. Parkinson relat disord 2008;14(2): 114-119. The authors describe the long-term outcome in 50 consecutive advanced parkinson's disease (pd) patients treated with subthalamic nucleus deep brain stimulation (stn-dbs). Assessments were carried out of baseline, 6 months, 2 years, and 5 years postoperatively. Stn-dbs is an effective treatment for advanced pd patients, and the beneficial effect is maintained at 5 years. However, worsening occurs over time due to disease progression. Thirty seven patients were available for clinical evaluation at 5 years. Reportable event: one pt had extensive infection, staphylococcus aureus positive purulent collections, for which both batteries and cables had to be removed 3 months after surgery, followed by long-term antibiotic therapy. The system was re-implanted after 4 months on the left side, and after 6 months on the right side.